Event description:
Related manufacturer reference number: 2017865-2022-40520 it was reported a patient presented for an implant procedure on (B)(6) 2022. During procedure the right ventricular (rv) lead and atrial lead presented with cardiac perforation. Both leads were explanted in the same operation. Post-procedure the patient was recovering.

Event description:
New information received notes the patient presented with symptomatic bradycardia. The patient had a new system implanted on (B)(6) 2022. The next day, 16 sep 2022, the right ventricular (rv) lead and atrial lead were explanted and replaced due to cardiac perforation. Post-procedure the patient was recovering.

Manufacturer narrative:
The reported events were cardiac perforation and symptomatic bradycardia. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood tissue. After cleaning, the helix can be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.